Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead incurred damage on insulation, terminal end and on the lead body. The lead was tight when inserted to the new device. The physician inspected the lead and cleaned the terminal pin but the sealing ring fell off. Boston scientific technical services (ts) stated that this was unexpected result. Further, ts advised for capping and replacing this lead. This right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.